Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2011 to report a low blood glucose (bg) reading of 37 mg/dl on the evening of (B)(6) 2011 (at 7pm) while walking in a mall. It is not known what symptoms the patient developed; however, the patient reported that her niece contacted emergency services when she went low and was treated with IV glucose by emergency services. The patient stated she refused to go to the hospital and was discharged by the emts to go home. At the time of troubleshooting, the patient informed animas customer support that prior to low bg her last bg was 109 mg/dl and she was eating 30 grams of carbohydrate. Based on pump settings, the patient claimed she took a 2.75 unit bolus. It is not known how soon after taking the bolus the patient developed the low bg. At the time of the call, the patient confirmed advanced features in the pump were correct; however, felt the I:c ratio at supper should be different than the one at 12pm. The patient stated she would contact the bg management team to confirm if that setting was correct. Although troubleshooting did not reveal a pump malfunction, this complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings: a review of the black box showed data beginning on (B)(6) 2014. The data from the time of the reported event was unavailable for review due to continued pump use. A review of the current black box data showed on errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours on a duration test with no issues found. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation.